Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's sensors. The mother states the customer has received low predict alarms and has been in the 300mg/dl. The mother also states noticing bent cannula. Troubleshoot was conducted. The customer's blood glucose level was 434mg/dl, and their sensor reading was 85mg/dl. The difference was found to not be within the acceptable range. The mother was advised the sensor would be replaced and returned for analysis. The mother also mentioned past calibration error alert. The customer's level at the time was unknown. Troubleshoot was conducted. The customer was advised to monitor the device and call back as soon as issues arise. The customer will be returning serter and receiving replacement for issues with serter button not releasing.